Event description:
It was reported the patient's pump had a volume discrepancy. There was more residual drug in the pump than expected. The expected residual volume was 2 ml while the actual residual volume was 17 mls. It was also reported that the patient's pump has not been refilled since the patient started on anticoagulation therapy. Additional info has been requested.